Event description:
A customer reported having a connection issue while using the locking titanium adapter in association with the minicap transfer set. The report indicated that the two components became disconnected from each other. There was no patient injury associated with this event. The patient was treated with vanomycin as a precautionary measure against potential infection. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned; therefore, an evaluation could not be conducted. Should additional relevant information become available, a supplemental report will be submitted.